Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was noise on the right ventricular lead and fluoroscopy showed externalized conductors. The lead was capped and replaced and the patient was stable.